Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device was stalling and blinking. A second like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). A supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
During the procedure, the physician was trying to remove a lot of fibrous tissue and at a high rate of speed so the cable was twisting. Currently, the device has been working well.